Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right atrial lead impedance measurements exceeding both the upper, and lower limits. An in-clinic device interrogation also revealed over-sensing noise. No interventions were reported. The patient was stable.

Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6)2020 due to fracture. The patient was stable before, during, and after procedure.